Event description:
It was reported by the customer that a pyxis medstation es system had a carefusion frozen screen upon boot-up. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. A technical support specialist dialed into station orhold, found two rss agents, uninstalled version 4.10, corrected dependencies, and rebooted successfully, and dialed into station orhold2, found a blue screen, identified the missing rss agent file, copied it from another station, corrected dependencies, and rebooted successfully. The system functioned as intended after the technical support specialist troubleshot the device.